Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported on an unreported date; vancomycin injection and ceftazidime injection was discontinued, and piperacillin+ tazobactam injection was discontinued within 7 days of treatment. On an unreported date, pd therapy is discontinued. At the time of this report, the patient was not recovered from peritonitis and cloudy effluent, and recovered from abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized 5 days after event diagnosis and was treated with piperacillin+ tazobactam injection (1gm, three times a day, intravenous, ongoing). The same day as event diagnosis, the patient was treated with vancomycin injection (1gm, every 72 hrs, intraperitoneal, ongoing), ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) and tablet fluconazole (150mg, once daily, oral, discontinued) for peritonitis. At the time of this report, the patient was discharged after 5 days of hospitalization and was recovering from the events. Pd therapy is ongoing. It was reported the retraining on the proper aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.